Manufacturer narrative:
An event regarding pain involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: restoration modular proximal body; cat# unknown; lot# unknown. Biolox head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reports pain after having a total hip replacement on the left side revised due to a previous fall and repaired with a restoration modular. Dr. Decided to revise the hip again to resolve their pain. The stem and head were carefully removed with osteotomes and an extraction device. The canal was prepared as per surgical protocol and a new restoration modular stem and a new biolox head were in implanted. The surgery was performed without incident. No further information is available due to password secured emr.